Event description:
It was reported that the patient's right atrial and right ventricular leads were dislodged. The leads were found to be dislodged into the superior vena cava in an x-ray. The right ventricular lead was programmed off. The right atrial lead exhibited low p-waves but normal impedance. The leads were removed and replaced on oct 30, 2024. The patient was stable throughout the procedure.

Event description:
It was reported, that the patient's right atrial and right ventricular leads were dislodged. The leads were found to be dislodged into the superior vena cava in an x-ray. The right ventricular lead was programmed off. The leads were removed and replaced on (B)(6) 2024. The patient was stable throughout the procedure. Related manufacturer report number: 2017865-2024-68677.